Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the analyzer would not communicate with the returned programmer, or a known good programmer and noted that it failed functional tests. It was additionally noted that the pins on the patient connector were damaged. The analyzer was to be scrapped and replaced. (B)(4).

Event description:
It was reported that the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.